Event description:
It was reported per field service report: pump was on pt. Symptom - the staff reported that they momentarily had problems displaying an ECG signal while on pt. Finding / action taken: biomed stated they "fooled around" with it and got the ECG back "ok" but switched pumps anyway as they had a spare nearby. The pump went to biomed and was checked out. Problem could not be reproduced and the pump was returned to service. There were no pt complications. Additional information received on (B)(6) 2012 stated that according to the biomed technician there was nothing that was removed from or moved around on the pt at the time that the ECG came back on. The doctor was just looking at the pt, and bent over the pt and the ECG appeared. The pump was serviced and the issue could not be reproduced. The pump is back in service.

Manufacturer narrative:
(B)(4)